Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. Kinks were present along the length of the pusher assembly. The stretch resistant (sr) wire was fractured and the embolization coil was unraveled. Conclusions: evaluation of the returned podj revealed that the embolization coil was detached and unraveled due to a fracture of the sr wire. The complaint indicated that resistance was encountered while retracting the podj through the lantern. If the podj is forcefully retracted against resistance, the sr wire may become fractured, and the embolization coil may become unraveled. The lantern used in the procedure was not returned for evaluation; therefore, the root cause of the reported resistance was unable to determined. Further investigation revealed that the pusher assembly had kinks along its length. These kinks were likely incidental to the complaint. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-01852.

Event description:
The patient was undergoing a coil embolization procedure in the right internal mammary arteries (rima) using a pod packing coils (podj) and a lantern delivery microcatheter (lantern). During the procedure, the physician advanced the podj into the target vessel using the lantern; however, the podj was not packing as expected and the physician decided to remove it. While retracting the podj through the lantern, the physician encountered resistance, and the podj began to unravel. The physician then pulled the podj and it continued to unravel until it was completely removed. The procedure was completed using embolization particles. There was no report of an adverse effect to the patient.